Event description:
Note: this report pertains to first of two resolution 360 clip used during the same procedure. It was reported to boston scientific corporation that a resolution 360 clip was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the physician had to maneuver the scope to fully separate the catheter from the clip. The procedure was completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficulty to deploy from catheter. Block h11: the returned resolution 360 clip was analyzed. The device deployed fully without the clip attached, and the control wire was observed to be kinked. No other problems with the device were noted. The reported event of clip difficulty to deploy from catheter was confirmed. It was determined that the control wire was returned in a kinked condition. Evidence suggests that the physician encountered difficulties during clip deployment, which likely led to the bending of the control wire. Contributing factors may have included the application of excessive force, the use of pliers to extract the control wire in an attempt to aid clip deployment, and other technique-related maneuvers. Additionally, procedural considerations such as angulation and overall deployment technique may have played a significant role in the occurrence of this complication. Based on all available information, the probable root cause assigned is unable to exclude device problem.

Manufacturer narrative:
H6: imdrf device code a15 captures the reportable event of clip difficulty to deploy from catheter.

Event description:
Note: this report pertains to first of two resolution 360 clip used during the same procedure. It was reported to boston scientific corporation that a resolution 360 clip was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the physician had to maneuver the scope to fully separate the catheter from the clip. The procedure was completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2 (additional information): block g2 (report source), block h10 (related report number) a6 (race) and b7 (relevant information) has been updated based on the additional information received on january 5, 2026. Block h6: imdrf device code a15 captures the reportable event of clip difficulty to deploy from catheter.

Event description:
Note: this report pertains to first of two resolution 360 clip used during the same procedure. It was reported to boston scientific corporation that a resolution 360 clip was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the physician had to maneuver the scope to fully separate the catheter from the clip. The procedure was completed with the original device. There were no patient complications reported as a result of this event.